Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was attempted to be performed using a watchman fxd curve access system (was). A thrombus was observed on the was after crossing the interatrial septum. The thrombus was successfully aspirated and the procedure aborted. No patient complications were reported.